Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the total laparoscopic hysterectomy, the device needle got broke during the closure of the vaginal cuff. The device component fell into the cavity of the patient, the half of the needle could not be located that's why it was not retrieved. Patient status: alive - no injury.

Event description:
According to the reporter: per additional information received the device was difficult to toggle. Xray was performed to locate the needle. Additional new suture was used without issue.